Manufacturer narrative:
A review of the device history record is in-progress. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 02 feb 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4).

Event description:
It was initially reported that the device was changed due to leaking. The device was returned and on (B)(6) 2021 it was identified that the inner wall of the tubing which separates the jejunal and gastric lumens had torn, allowing for inner lumen crossover. Additional information received 21-jan-2021 indicated there was no patient harm. No further details were available.

Manufacturer narrative:
The device history record for lot 30044673 was reviewed and the product was produced according to product specifications. The actual complaint product was returned for evaluation. Sample evaluation confirmed build-ups inside the lumen that cannot be flushed due to the condition of the lumens being torn; the obstructions are usually caused by formula/feed accumulation inside the tube. No manufacturing related issues were identified during the investigation. Root cause could not be determined. All information reasonably known as of 04 mar 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.